Event description:
The customer reported that an (B)(6) ventilator was reading a high oxygen during ventilation. Prior to this alarm condition the ventilator was reading low oxygen (o2) during ventilation which prompted the customer to replace the external o2 sensor. The device was in clinical use at the time the deficiency was discovered. The patient was transferred to another working ventilator without incident. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer to run an extended self-test (est) to calibrate the newly installed external oxygen sensor to run the oxygen accuracy test during the performance verification test (pvt). The customer was provided with the latest service manual and a picture of the external o2 sensor in the 12:00 position. The customer then ran the est and performed the o2 accuracy test. The unit was deemed to be operating fine, successfully passed testing, and returned to service. No other anomalies were reported.